Event description:
Additional information received reported that patient did become pregnant and they decided to remove implant. It was confirmed that the device was removed because patient had pain and bladder issues. Patient had a fall last summer and she fell down the steps. Shocking had occurred afterwards at the lead location and where the device was located.

Event description:
The hcp confirmed that following device explant the patient outcome was noted as no injury.

Manufacturer narrative:
Product ID 3889-28, lot# v178924, implanted: (B)(6) 2008, explanted: (B)(6) 2012, product typ lead: product ID 3889-28, lot# unk, implanted: unk, explanted: (B)(6) 2012, product typ lead: product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2012, product typ extension: product ID 3037, serial# (B)(4), product typ programmer.(B)(4). Analysis of neurostimulator: model 3023, serial# (B)(4), showed no anomalies. Analysis of extension model 3095-10, serial# (B)(4), showed no anomalies. Analysis of tined lead model 3889-28, lot# v178924, showed all conductors were broken 4.5 cm and 5.3 cm from the distal end. The outer insulation was also melted from what was suspected to be cautery. Analysis of tined lead model 3889-28, lot# unk, showed all conductors were broken 13.2 cm from the distal end and one of the conductors was broken 14.8 cm from the distal end.

Event description:
It was reported that the patient experienced an allergic reaction in the form of hives for about the last two months and had to go to the emergency room twice. The patient's implantable neurostimulator (ins) had a broken lead which was confirmed by her physician recently by measuring the impedances in the leads. Impedances were >4000 ohms on all electrodes except #2 and #3. The patient stated that one lead had a "little connection" and the other had "no connection" and that this is the third time her leads have broken. The patient also reported a loss of therapeutic effect, resulting in her bladder lining "getting worse," weight loss, and recurring kidney infections for the past year. The hives started over the ins pocket site and over the lead, and the skin over the ins pocket had "puffed out." The ins was explanted on (B)(6) 2012 and it was the patient's third revision surgery. The patient outcome was listed as "recovered without sequelae." On (B)(6) 2012, the patient reported she had a seroma at the former ins location. Additional information was requested but was not available at the time of this report.